Manufacturer narrative:
(B)(4)

Event description:
It was reported "the blue slide clamps on the central line kits tend to fall off the line due to the opening in the slide clamp. This is problematic when the nurses need to change the clave needless connectors every 72 hours and with tubing changes, sometimes every 12 or 24 hours depending on the medication. This also became an issue when a patient pulled the line and the tubing broke at the hub; we had no way to emergently clamp." The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00567, and 9680794-2025-00563.

Event description:
It was reported "the blue slide clamps on the central line kits tend to fall off the line due to the opening in the slide clamp. This is problematic when the nurses need to change the clave needless connectors every 72 hours and with tubing changes, sometimes every 12 or 24 hours depending on the medication. This also became an issue when a patient pulled the line and the tubing broke at the hub, we had no way to emergently clamp." The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00567, 9680794-2025-00562, and 9680794-2025-00563.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.